Manufacturer narrative:
The investigation was started; the results will be provided in a follow-up report.

Event description:
It was reported that "quite suddenly the ventilator alarmed and simply read "device failure" all values were zero and no one was able to do manual check or override." It was reported that no injury occurred.

Manufacturer narrative:
The affected device was examined on site by dräger service technician and a faulty pcb pi main was identified to be the root cause of the reported event. The logfile of the affected device was provided for further investigation at the manufacturer¿s site. Based on the log file analysis it could be confirmed that the alarm message "device failure (1)" was posted on the (B)(6) 2020 at 09.42 p.m. As per log file a pneumatic release was performed, and the emergency-breathing valve opened to ambient in order to allow the patient to breathe spontaneously. At 09.44 p.m. The device was switched into standby mode. If the safety software detects a deviation concerning the gas delivery towards the patient an accompanying alarm message would be posted to alert the user of this situation. The emergency-breathing valve would open to ambient allowing for spontaneous breathing. Replacing the pcb pi main (provides driver for actuators) and the pcb pi power remedied the issue. The device reacted as specified to a detected deviation, posted an alarm message and opened the safety valve for spontaneous breathing. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that "quite suddenly the ventilator alarmed and simply read "device failure" all values were zero and no one was able to do manual check or override." It was reported that no injury occurred.